Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number. H3 other text : device has not been received, at this time.

Event description:
Per tm - the scanner is not holding a charge, the scanner shuts off when unplugged.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
The scanner is not holding a charge, the scanner shuts off when unplugged.